Event description:
It was reported that this system with a right ventricular (rv) lead and a pacemaker showed high pacing thresholds, a single loss of capture (loc) beat and fusion pacing. There was a backup pace observed for the loc. An in-office evaluation was recommended for threshold testing. The rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.